Event description:
Information was received from a healthcare provider and a company representative regarding a patient who was receiving bupivacaine 5 mg/ ml; 0.0315 mg/day and dilaudid 10 mg/ ml; 0.063 mg/day via an implantable pump. Indication for use was chronic low back pain and non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced increased pain and opiate withdrawal. The logs were read. On (B)(6) 2017 at 19:55 the pump was in safe state; reset occurred-low battery. The low battery reset with pump in safe state had not been resolved. The alarm was silenced and a pump replacement will be planned. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Surgical intervention was planned but had not been scheduled. The patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.